Manufacturer narrative:
The device was returned for analysis. All available information was investigated and the unintended movement (steerable guide catheter (sgc) and clip delivery system (cds) slipped back from the left atrium into the right atrium) during procedure could not be replicated in a testing environment. The investigation confirmed the reported material separation (clip detached from the delivery catheter) and difficult to remove the cds from the sgc via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported unintended movement appears to be related to morphology/pathology. The reported difficult to remove the cds from the sgc and subsequent clip detachment appears to be due to the troubleshooting maneuver of the unintended movement; therefore, attributed to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report difficult removal of the mitraclip delivery system (cds). It was reported this was a mitraclip procedure to treat functional mitral regurgitation with an mr grade of 4. The transseptal puncture was difficult, the anatomy was complex, the septum was floppy, and it was difficult to get transseptal height between 4.0 and 5.0 cm. Due to the floppy septum, the steerable guide catheter (sgc) failed to advance from the right atrium to the left atrium. The septum was further dilated with a 12 fr and a 20 fr balloon. The sgc and mitraclip delivery system (cds), were advanced. However, when positioning the cds, the sgc and cds slipped back from the left atrium into the right atrium. The clip was open and got caught on the soft tip of the sgc. Since the clip was caught on the sgc soft tip, the cds was difficult to retract from the sgc. Due to the tension to retract the cds through the sgc soft tip, the clip detached from the delivery catheter, but remained attached to the gripper line. There was no damage to the sgc soft tip. Further attempts were made to retract the cds from the sgc but the clip was open and once it reached the hemostatic valve, it was not possible to retrieve the clip. The cds with the clip and sgc were removed together. The procedure was aborted, no clips were implanted. Mr remains at 4. There were no adverse patient effects and no clinically significant delay during the procedure. There was no additional information provided.